Event description:
It was reported that patient underwent left total hip arthroplasty approximately six years ago. Subsequent radiographs indicate mild proximal migration of the acetabular component and some heterotropic calcification. Additionally, the bone surrounding the prosthesis is reported as being slightly osteoporotic. There is no revision procedure recommended at this time as the patient is not experiencing any issues as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."